Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 35 mg/dl and had to call the paramedics. The customer was asleep when he experienced the low blood glucose level. The customer treated his blood glucose level with food and glucose tablets. The customer's current blood glucose level was 431 mg/dl. The device was not returned.